Event description:
It was reported that during a breast biopsy procedure an error code was received. Troubleshooting was performed without resolution. The case was aborted and rescheduled. There was no pt consequence.